Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Complaint investigation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent causing the reported failure to advance. During removal the device likely interacted with the previously implanted stent and/or moderately calcified anatomy causing the reported stent dislodgement and subsequent additional therapy/non-surgical treatment and device embedded. There is no indication of a product quality issue with respect to manufacture, design or labeling. Stent was not implanted. Patient code 2687 - removed.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the sierra stent delivery system was attempted to be advanced through an unspecified pre-existing stent, but could not cross through. During removal, the stent dislodged and remained in the aorta/left main coronary artery. A 2.5 x 15 mm trek dilatation catheter was advanced to the dislodged stent and was inflated, crushing the stent to the vessel wall. A non-abbott stent was implanted, covering the crushed stent. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified mid circumflex artery. The 3.5 x 28 mm xience sierra stent delivery system was advanced, but was unable to cross to the target lesion. The device was removed; however, the stent dislodged from the delivery system balloon. The dislodged stent was able to be expanded at the location it dislodged, in the aorta/left main. Post procedure, the patient was in stable condition. No additional information was provided.